Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range shock impedance measurements. Upon review, it was noted that the system impedance has been on a gradual trend downward. Which was suspected to be caused by an insulation issue with the electrode. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.